Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominoplasty or panniculectomy. According to the reporter: the pt experienced wound infection on (B)(6) 2010 (initial surgery date of (B)(6) 2010) and the wound was packed. New info was received on 12/01/2010 which stated that the pt had experienced a wound dehiscence which was ongoing.